Manufacturer narrative:
H11: corrected data: MFR #2015691-2025-06786 is a duplicate report and was submitted under MFR #2015691-2025-06832 and this correction is being submitted.

Event description:
It was reported that a patient with an unknown surgical edwards valve underwent an attempted valve-in-valve procedure after an unknown implant duration due to unknown reason. As reported, the procedure was aborted due to unable to cross the septum. There was no patient injury.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.